Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt is experiencing pain and swelling. He walks with a limp. Pt has called his doctor and he has scheduled a visit to have further evaluation.